Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the involved angio-seal device was released in the operating room (or); it does not stay in place. As a result, the patient was required to wear a compression point and a compression dressing with a strict bed for 24 hours. Additional information was received 21 jun 2023: the anchor and collagen would not stay in place.

Manufacturer narrative:
This report is being submitted as follow up no.1 to acknowledge that this report was a duplicate of MDR 3013394970-2023-00251, there for this MDR 3013394970-2023-00260 is not needed and should be disregarded. Please see MDR 3013394970-2023-00251 for the details of the actual case.